Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage on output socket and the endoscopic image cannot be displayed. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following: the endoscopic image cannot be displayed and was not recognized due to damage on output socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the xenon light source experienced a malfunction in which it failed to recognize certain models of gastroscopes and colonoscopes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.